Manufacturer narrative:
(B)(4). The customer reported that charted intervention is not always visible on icip client. No patient harm was reported. Philips has not yet verified that there was no malfunction, and we will report this issue in abundance of caution. Philips is continuing this investigation and a final report will be sent after the investigation has been completed.

Event description:
The customer reported that charted intervention is not always visible on icip client. No patient harm was reported.